Event description:
It was reported that the physician was attempting to use a sprinter legend(rx) device to treat a lesion exhibiting 70% stenosis in the lad. It was reported that the device was prepped and inspected as per IFU with no issues noted. Negative prep was also performed with no issues identified. During the procedure it was reported that the device would not deflate at the lesion site on the first or subsequent inflation . The balloon was then pulled back into the guide and removed. No intervention was required. It was also reported that the device passed through a previously deployed stent. No reported patient complications or clinical sequelae. Evaluation summary: the device was returned for analysis. The hypotube was severely kinked distal to the strain relief. The balloon was partially inflated. Residue was visible in the inflation lumen and balloon. The balloon bond was necked. The distal balloon cone was deformed . It was not possible to inflate the balloon possibly due to the residue present. The device was placed in a waterbath to disperse the residue. On removal from the waterbath the residue had dispersed however it was not possible to inflate the balloon. Image review: a procedural image was also provided showing what appears to be a balloon inflated inside a diseased vessel. The image shows what appears to be a poba device inflated inside the lad vessel. The vessel appears to be slightly tortuous and stenosis is visible in the vessel. The image does not indicate any malfunction with the device and does not give any further information in relation to the reported event.

Manufacturer narrative:
Evaluation results: deformation problem (balloon). Patient¿s condition affected effectiveness of device (lesion morphology - 70% stenosis, slightly tortuous). Related to operational context (device had been inspected <(>&<)> prepped prior to use with no issues noted, therefore damage most likely procedural related). Evaluation conclusions: operational context (device had been inspected <(>&<)> prepped prior to use with no issues noted, therefore damage most likely procedural related). Device failure related to patient condition (lesion morphology - 70% stenosis, slightly tortuous). (B)(4).